Event description:
An internal investigation was conducted in 2005 requesting information regarding the need for re-operation for any reason following the implant of the charite artificial disc. Contact reported that the surgeon implanted two charite discs. One later became displaced. The devices were explanted and spinal fusion was performed.